Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the nurse had called the hotline to report a high-pressure alarm when starting the patient¿s infusion. Per reporter, there had been no obvious occlusions, the clamps had been open and sliding freely, and the port needle placement had been correct and flushing appropriately. The cassette was removed and reattached, infusion restarted, but the alarm had returned after the first cycle. A hard reset was performed and the pump cycled twice before the alarm returned. No patient harm/adverse event reported.